Event description:
It was reported that during the implant procedure, the pacing leads were implanted without issue. When this pacemaker was connected to the leads, the impedance measurements were high, out-of-range. The leads were disconnected and reconnected, and the seal plug was burped to release any air pressure, but the out-of-range impedance measurements could not be resolved. The leads were tested again with the pacing system analyzer (psa) and all values were within normal range. A new pacemaker of the same model was handed to the physician and exhibited normal lead measurements when connected. No adverse patient effects were reported. The attempted device will be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Boston scientific devices measure pacing impedance using a different methodology than an external psa. To reduce energy consumption and to ensure that the test signal does not capture the heart, the device uses a very small, subthreshold signal to measure pace lead impedance. On rare occasion, this can result in a higher impedance value than what was obtained with the external psa. This may have been the case with this device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure, the pacing leads were implanted without issue. When this pacemaker was connected to the leads, the impedance measurements were high, out-of-range. The leads were disconnected and reconnected, and the seal plug was burped to release any air pressure, but the out-of-range impedance measurements could not be resolved. The leads were tested again with the pacing system analyzer (psa) and all values were within normal range. A new pacemaker of the same model was handed to the physician and exhibited normal lead measurements when connected. No adverse patient effects were reported. The attempted device will be returned for analysis.